Event description:
Approximately 3 years and 10 months post implant in the aortic position, the sapien 3 valve was failing. A sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. As reported by an edwards field clinical specialist, approximately 3 years and 10 months post implant, a 26mm sapien 3 valve was reported to be failing. The failure mode was reported to be mainly aortic insufficiency (ai) with mild stenosis. A 26mm sapien 3 ultra valve was deployed in the existing valve during a viv procedure. Following post dilation of the valve with a non-edwards balloon, mild regurgitation was observed on echo and trace to mild regurgitation was observed on angiogram. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings [no changes], investigation conclusions) and h10 to reflect product investigation. The 26mm sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review as performed and did not reveal any manufacturing non-conformances that would have contributed to the event. The commander delivery system with s3 instructions for use (IFU) was reviewed for guidance and instructions. Potential adverse events include valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration, paravalvular or transvalvular leak, and valve regurgitation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints stenosis and regurgitation were unable to be confirmed due to unavailability of medical record/applicable imagery. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, '3 years and 10 months post implant, the 26mm sapien 3 valve was failing. The failure mechanism was indicated to be mostly because of ai but also mild stenosis.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration, including cardiac remodeling, calcification, non-calcific degeneration, leaflet thickening, or fibrosis. In this case, patient had stenosis, which can lead to regurgitation. However, due to insufficient information, a definitive root cause is unable to be determined at this time. In this case, due to insufficient information, a conclusive root cause is unable to be determined at this time. However, it may be related to patient factors; no other information was forthcoming. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.